Event description:
Reporting status: death. Reporting rational: death. Device issue: no device malfunction has been reported. It was reported that the pt had an 80% lesion in the left anterior descending (lad) and an 85% lesion in the distal left main coronary artery (lmca). The lesion was crossed using another company's guide wires. Predilatation was done with a 2 x 12 voyager and another company's 1.5 x 6 balloon. The lesion in the lad was covered by a 2.5 x 18 minivision and the lmca-lad lesion was covered by a 3 x 15 vision. During the procedure, the pt developed hypotension and bradycardia. Tpi and an intra-aortic balloon pump (iabp) were inserted through the left femoral. The pt was intubated and was started on inotropes. The procedure was done in 2009, and the pt was discharged four days later. The following day, the pt developed chest pain and collapsed on the way to the hospital. When the pt reached the hospital, he was declared dead. The doctor mentioned that the death could be because of stent thrombosis. The pt was taking aspirin at the time death. The diagnoses of the acute coronary syndrome at the time of event was a myocardial infarction (mi). No add'l info is available.

Manufacturer narrative:
Angina, bradycardia, hypotension, thrombosis and death, per the IFU, are known adverse events associated with stenting and are not necessarily an indication of a product quality deficiency. Possibly the angina, bradycardia, hypotension and myocardial infarction are a secondary effect of the thrombosis which required implant of an iabp and medications for treatment which ultimately resulted in death. A conclusive cause for the pt effects and the relationship to the product cannot be determined. The multi-link rx vision coronary stent system indicated is being filed under manufacturer number 2024168-2010-00059.